Manufacturer narrative:
Information contained in this report was previously submitted through asr / psr on (B)(6) 2017 and (B)(6) 2017. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device on radius side assessed as fold flaw opening and one opening on radius side assessed as surgical damage. Anxiety¿product/procedure: unable to observe since it is a medical event and is not related to the device. Additional observations: wear abrasion is observed. Creases are observed. Observed 40 mm dark patch edge material inside gel device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.